Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used an oer-pro aer to reprocess the subject scope. Based on the investigations, due to the glue condition, insufficient reprocessing cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for enterococcus casseliflavus after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility to observe the technician who performed reprocessing of the reported scope. Observations of the technician's cleaning the scope was conducted; all cleaning and reprocessing procedures were followed as per the instruction/reprocessing manual. At the final steps loading the scope into the automated endoscope reprocessor (aer), oer-pro, the channel cleaning brush (maj-1534) was loaded with the scope. The ess retrained the technician regarding nothing else being inside the aer with the scope.

Manufacturer narrative:
This supplemental report was submitted to provide the summary of the destructive sample test results. The scope was forwarded to an external expert for destructive sampling testing. The summary of the report is the following: the destructive sampling identified following organisms that are categorized high concern organisms. Enterococcus casseliflavus or enterococcus faecalis, enterococcus sp., pseudomonas spp, pseudomonas flurens or pseudomonas spp. And burkholderia cepacia. The reported enterococcus casseliflavus/ enterococcus faecalis were also identified in the initial sampling. Additionally, the external expert noted during destructive sampling: bleaching on the glue of the bending section, porous glue around the nozzle and the objective lens and presence of oxidation at internal forceps axis inside the external forceps at the distal body. The cause of the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly